Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that it had error-43.the use of the instrument was unknown. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation:the reported error 43 was verified during service. The issue was resolved by replacing the assy system controller module. Preventative maintenance was performed per specifications.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5. Update:during preventive maintenance by a service technician this bio-console 560 instrument had had an error 43 (sc mpu internal a/d -15v supply hard error). This was detected during service so there was no patient involvement, so no adverse effect occurred. Device evaluation update:during preventive maintenance by service technician there was an error 43. The issue was resolved by replacing the assy system controller module . Preventative maintenance was performed per specifications. D.4. UDI updated and d.5.oper of dev updated e.initial reporter name,occupation updated g.2.report source updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.